Event description:
The patient reported that she changed the insulin cartridge and the plunger became stuck to the piston rod of the infusion device. She did not remove the plunger and she inserted a new insulin cartridge. She was later hospitalized and treated for ketoacidosis and a heart attack. After hospitalization the patient discontinued use of infusion therapy with the agreement of her physician. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.